Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device displayed a clutch error. No patient injury/involvement reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals on the bottom case and plunger assembly were removed/broken. The top case was both chipped and cracked; and the right plunger case and battery door were cracked. Review of the event history log showed an occurrence of a "check clutch" error. Functional testing included occlusion testing. The "check clutch" error was found during the test. The investigation determined that normal wear, both clutch halves were slipping on the lead screw, was the cause of the reported issue. The lead screw and both clutch halves were replaced. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.